Manufacturer narrative:
H2) correction: b5 corrected. E1 first name corrected from "(B)(6)" to "(B)(6)". E1 last name corrected from "(B)(6)" to "(B)(6)". H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, no disposable alarm (nda) testing, and powering up the pump to cassette type issue error, the customer problem was duplicated. The pump was found to have a degraded downstream occlusion (dso) seal, and the latch lock surroundings had fluid ingression spots found. During nda testing, a message "cassette partially unlatched" pops up. The cause of the customer reported problem was the cassette detector pin was stuck. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the cassette detector pin and cassette sensor seal to resolve the issue. The manufacturer representative replaced the dso sensor seal due to the degradation, and the analog to digital conversion (a/d) value was reading 0 mv due to a faulty main board. There was contamination found on the cam sensor and the entire expulsor assembly was replaced. The latch lock flex sensor and latch lock assembly had those dry fluid ingression spots therefore the entire latch lock assembly was replaced as well. The pump passed all functional tests and performed as intended after repair.

Event description:
It was also reported that the error was found during bench testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device exhibited a red screen (unknown cassette type). There was no patient involvement.